Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and corrected fields. Corrected fields: b3. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the faulty printed circuit board mostly likely failed due to age of the device. The device was manufactured in 2012 and had no prior repair history. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation determined that the cause of the sdi2 port not producing an output was a faulty printed circuit board (ru354200 board). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The cv-190, evis exera iii video system center, was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified there was no signal output from the sdi2 (serial digital interface) port. There was no reported patient involvement.